Event description:
It was reported that pump experienced malfunction with malf 16 message and could not be reset, with no notable events occurring beforehand and no information provided about impact to customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged replacement pump, confirmed shipping details, instructed customer to place pump into storage mode before return, and requested return of problematic pump using prepaid label within 10 days, which customer understood and acknowledged.